Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an in clinic visit, this right ventricular (rv) was not capturing due to a micro-dislodgement. A revision procedure was performed the following day and the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory testing was unable to confirm the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately six months later this lead was explanted for another product performance issue included in report #2124215-2017-11024.